Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced a bent cannula on (B)(6) 2025. The blood glucose level of the patient was 38 mmol/l and ketones were 7mmol/l. The patient tried to treat with bolus via pump. However, the patient first went to emergency room and was hospitalized. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.